Event description:
It was reported by the health services mgr that the cardiology resident experienced difficulty inserting the radial artery catheter. According to the report, the ends were "crimping." The catheter apparently broke off with a piece of the device left in the pt. The resident was able to remove the piece. The pt situation was resolved and the cardiac care unit mgr ascertained that the same lot number of product was successfully being used in other depts. She has forwarded the issue on to their risk mgmt dept. The delay is unk; however, there was no reported death or complications to the pt as a result of these occurrences. Additional info received on (B)(4) 2011 from the sales representative stated the resident was able to remove the catheter section and the pt was fine. Further info received on (B)(4) 2011 from the sales rep stated "the resident used a pair of forceps to remove the catheter piece."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.